Event description:
Dr was doing a laparoscopic supra cervical hysterectomy lso, one of the tips of the hand controlled harmonic scissors, broke off in the pt's abdomen - dr looked for it & tried to retrieve it but was unable to do so.